Manufacturer narrative:
Additional information was received that the transcatheter valves were implanted into a pre-existing surgical valve. The surgical valve will be reported in a separate medwatch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after full release from the delivery catheter system (dcs), the valve dislodged. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.